Event description:
During the investigation of the device the pump failed the ground resistance test, with a measured value of 0.237 ohm, which exceeds the acceptance criterion of less than 0.1 ohm. No patient involvement was reported.

Manufacturer narrative:
A review of the device serial number history did not identify any similar complaints. The reported failure mode was confirmed during evaluation. The test failure was attributed to a failed power filter. The probable cause was determined to be component failure. CAPA 34 was initiated to investigate the root cause of ground test failure. Reference to complaint#: (B)(4).

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 21.930 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 294 to 297. Following the recalibration, the device passed the 30 psi occlusion pressure test at 27.300 psi, which is within specification. CAPA-15 was initiated to investigate the root cause for the failure mode. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 21.930 psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.